Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Service history shows that the customer is requesting for option enable codes. This indicates that customer replaced the cpu board which will address the back-up alarm issue.

Manufacturer narrative:
The biomedical engineer replaced the power management board and the battery to address the reported problem.